Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -15.50/3.0/110 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Low vault was observed. The lens remains implanted. Per the reporter on (B)(6) 2021, "the surgeon has decided to monitor the od for the next 2 months. For now, no abnormality is found." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.